Event description:
The father of a female patient called lifecor customer support to report that, when one of the patient's battery packs was placed into the monitor during their routine battery swap, it would not start the monitor. He stated that, then when he placed the suspect battery pack back into the charger, it showed an orange charging light and the red battery charger fault light. Support requested that he check the patient's other battery pack on the charger. The father stated that, as he did that the good battery pack showed the same lights on the charger. The good battery pack still booted the system and showed 1/2 remaining charge. Both battery packs and charger were replaced for evaluation.

Manufacturer narrative:
Battery charger - MFR date 6/2006. Battery pack - MFR date 10/2006. Battery pack - MFR date 02/2007.